Event description:
The customer contact reported the device delivered more than intended. The pump was returned to the maintenance department with an unsigned note that stated, "overdelivered" no tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.